Event description:
It was reported that a customer visited the emergency room due to symptoms suspected to be related to low blood glucose. During hospitalization, the sensor value was 135 mg/dl, but no capillary measurement was taken, so the exact blood glucose level remained uncertain. There was no adverse impact as the situation did not cause any injury or permanent damage. The customer took paracetamol for a headache, which resolved the issue, and was then released from the ER. Technical support performed a system check and confirmed that the pump was functioning properly.